Event description:
User alleges home pt had to have three tracheostomy tubes replaced. One after seven days, one after six days and third after eleven days due to cuff leakage. Long time user. No adverse outcome. Uses ventilator at night. Typically has her tubes changed every sixty days with no problem.